Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Suspected cause was due to the customer¿s basal rate requiring adjustments. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.